Manufacturer narrative:
It was reported that an 11-year-old male patient underwent an atrioventricular reentrant tachycardia/ wolff-parkinson-white (avrt/wpw) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter. During a 45 seconds long ablation a steam pop and a 19 ohms impedance drop occurred. The patient¿s heart rate went up and the blood pressure dropped, and pericardial effusion was discovered and confirmed by intracardiac echocardiography (ice). Pericardiocentesis and around 600cc of fluid were removed. The blood would not stop, and the patient was moved to an operating room for emergency major surgery. The patient was reported to be in stable condition after the intervention and was transferred to the intensive care unit (ICU). The patient was reported responsive and can sit up and talk. Extended hospitalization was required as a result of the adverse event for surgery recovery. The bwi product analysis lab received the device for evaluation on 3/22/2021. The lot number of 30402118m was retrieved during the analysis. The device evaluation was completed on 3/26/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the ez steer nav (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature features were tested, and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the product that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) year-old male patient underwent an atrioventricular reentrant tachycardia/ wolff-parkinson-white (avrt/wpw) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During a 45 seconds long ablation a steam pop and a 19 ohms impedance drop occurred. The patient¿s heart rate went up and the blood pressure dropped, and pericardial effusion was discovered and confirmed by intracardiac echocardiography (ice). Pericardiocentesis and around 600cc of fluid were removed. The blood would not stop, and the patient was moved to an operating room for emergency major surgery. The patient was reported to be in stable condition after the intervention and was transferred to the intensive care unit (ICU). The patient was reported responsive and can sit up and talk. Extended hospitalization was required as a result of the adverse event for surgery recovery. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, it is assumed that the catheter was wedged into the atrioventricular (av) area. No biosense webster product malfunctions nor error messages were reported. Transseptal puncture was performed with a baylis needle; however, they crossed the patent foramen oval (pfo) so the needle was never really used. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2 mm, 3secs stability respiratory gated. The color option used prospectively was time.